Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer 2.2 pocket b5 and b6 and the drawer 3.1 pocket b4 and b6 were failed. As per part investigation, it was determined that there was thermal damage observed on the assy retractor dwr hh cubie. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the report condition of failed drawer was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to according to work order (B)(4), the fse reported that half height cubie drawers 2-2 and 3-1 on the main cabinet were failing cubie pockets with error messages not detected on bus. The fse reseated the row board cables and ribbon cables and replaced both retractor bands. The fse also cleaned the debris out of both drawers and reseated the cables on all row boards. The fse ran a final test on both drawers in hardware test application. Both drawers and cubie pockets were functioning properly. During dchu visual inspection: p/n 353844-01 (a): the assy retractor dwr hh cubie was received with thermal damage. P/n 353844-01 (b): the assy retractor dwr hh cubie was received with no signs of physical damage, fluid ingress or missing components. During dchu testing: p/n 353844-01 (a): the assy retractor dwr hh cubie, the testing was not necessarily due to the thermal damage observed on copper strands during the visual inspection. P/n 353844-01 (b): the assy retractor dwr hh cubie, was evaluated on an esd protected surface with a calibrated dmm and passed the continuity testing on the flat flex cable. A functional testing was performed using a dchu hta equipment and no issues were found. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of frequent failures in drawers 2.2 and 3.1 was due copper strands in contact with adjacent copper strands assy retractor dwr hh cubie (p/n 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.